Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient stated that they had not contacted another physician about their condition. They had walked into the hospital in (B)(6) 2013 using a walker and being able to do everything for themselves. However, at the time of report on (B)(6) 2015, they were dependent on others, not being able to get into the shower, cook, get their clothes from the closet, drive, or do housework. The patient had stayed in the hospital for two weeks and was then transferred to another facility. They have had to call emergency medical technicians (emt) many times and the patient's neighbors have had to help when the patient had fallen. The patient fell on (B)(6) 2015 when their legs gave out while they were getting ready to leave their home for a doctor visit. When the patient had asked whether they would regain the use of their legs, the patient's physician would change the subject and had never explained what went wrong. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-p4, lot# n324499, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that after implantation of the patient&#62688;implantable neurostimulator (ins) had complications and was paralyzed from the waist down. The patient stated that the next day following the implant surgery they were in the hospital. They then had to leave the hospital by ambulance. It was noted that the patient still had problems in their legs, was still weak, and could not walk unless they were holding on to something. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.